Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that PICC line not flushing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence however additional information was provided and it was determined that a reportable event had not occurred.

Event description:
It was reported by the customer that PICC line not flushing. No other information was provided. Additional information provided 20-oct-2023: it was reported by the customer one lumen of the PICC would not flush. This was discovered prior to being placed in the patient so no patient harm but nurse did need to open another kit.